Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 423 mg/dl at time of incident and current blood glucose level was 198 mg/dl. The customer was treated with bolus. The customer was advised to monitor problem and call back if issues persist. The insulin pump will not be returned for analysis.